Event description:
It was reported that the 4.0x12mm xience sierra stent delivery system (sds) could not aspire to vacuum during preparation. The device was not used. Another device was used to complete the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. Returned device analysis identified that the stent implant was dislodged from the balloon and not returned. There were crimp marks on the balloon between the markers where the stent implant was initially crimped on. Follow-up was performed with the hospital which confirmed manipulation of the device by the health care professional while handling for return causing the stent dislodgement outside the anatomy. This is not device related. Stent was confirmed to be discarded. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported leak/splash was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. A conclusive cause for the reported leak/splash could not be determined. Factors that may contribute to a leak include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the balloon, guide wire and/or inflation lumen. Based on the information received and analysis of the returned device, a conclusive cause for the reported leak/splash cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additional information: d4 - model # added. Corrections: c9 - #1 event reappeared after reintro: updated to doesn't apply. D1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 4.0x12mm xience sierra stent delivery system (sds) could not aspire to vacuum during preparation. The device was not used. Another device was used to complete the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.